Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 20 x 2.25mm promus premier drug-eluting stent was selected for use. However, it was detached from the delivery system while still outside the body. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
E1: phone number (B)(6). A video was provided by the customer shows the physicians sliding a stent over another stent device which became loose. This is likely the dislodged stent referenced in the complaint however it appears visually expanded in the clip indicating that it was perhaps deployed rather than forcibly dislodged from the balloon.

Manufacturer narrative:
E1: phone number: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 20 x 2.25mm promus premier drug-eluting stent was selected for use. However, it was detached from the delivery system while still outside the body. The procedure was completed with another of same device. There were no patient complications.